Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, there was no evidence of moisture observed before opening the pump. The pump was opened and there was evidence of moisture on the main printed circuit board. A leak test failed due to a bolus button leak. Unrelated to the original complaint, the audio bolus button cover was damaged but still responsive to user presses. Additionally, the pump case was found to be cracked between the case seal and the keypad cover.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.